Manufacturer narrative:
Summary of eval: the info provided & the examination results are insufficient to determine the cause of this event. However, the wear observed is not necessary unusual for the reported period of implantation.

Event description:
The acetabular cup was revised due to polyethylene wear.